Event description:
On (B)(6) 2013, the patient contacted animas alleging that her pump was rebooting and she has experienced blood glucose (bg) between 300mg/dl and over 600mg/dl with ketones. The patient stated that she was giving correction boluses for the bg elevations. This complaint is being reported because the patient allegedly experienced hyperglycemia due to the pump rebooting.

Manufacturer narrative:
Follow-up #1 (B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump black box showed that power events had occurred. The pump rebooting was preceded by an empty cartridge warning at 7:50 pm and then a replace battery alarm at 10:56 pm on (B)(6) 2013. The recorded pump battery voltage at the time of the alarm was low. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A (B)(4) flow accuracy test was performed and the pump was found to be delivering within specifications. No alarms or rebooting were duplicated during testing. The pump was opened and no damage was found to the power circuit. Unrelated to the complaint, the bolus button was found to be missing. Also unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.